Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). Investigation of the device could not be conducted as it was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information, it was concluded that the tip segment of the caravel could be separated as pulling force was applied on the subject segment when the microcatheter was withdrawn while the subject segment was trapped by the heavily calcified and acute-angled lesion. Although there was no indication of product deficiency, possibility that tip fragment(s) might be left in the anatomy could not be completely excluded as the device was not returned for investigation. Instructions for use states that: [contraindication] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear; [warnings] this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter; and, [malfunction] separation.

Event description:
It was reported that during a pci to treat a heavily calcified and 90-99% occluded lesion in the acute-angled rca#1 and rca#3, the subject caravel and a concomitant sion blue were used. As crossing the rca#3 lesion was difficult, the caravel was pushed as farther as possible. The sion blue crossed the lesion and was advanced to a peripheral vessel. In order to stretch the vessel, a grand slam was going to be used with the subject microcatheter. When the caravel was withdrawn to exchange the guide wires, it was suggested that the catheter tip could be left on the sion blue. The sion blue was entangled with the grand slam and the two guide wires were withdrawn together from the anatomy. An approximately 4mm fragment of the subject caravel tip was found left on the sion blue. The physician commented that the caravel tip could be separated as the microcatheter was withdrawn while the tip segment was trapped by the angled segment including the heavily calcified rca#3. There were no adverse patient effects.